Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material foreign is confirmed, but the root cause could not be identified. One unopened 5 fr t/l powerpicc kit was returned for evaluation. An initial visual observation of the returned kit revealed the kit was unopened. Small white specks could be seen inside the packaging on the purple trifurcation of the catheter before the packaging was opened. After opening the packaging, it was observed that the small, white specks were only observed on the trifurcation. No foreign material was observed on the other items returned in the kit. A microscopic observation revealed the white substance found on the trifurcation of the catheter to appear fibrous. Attempts to scrape the white substance off the trifurcation revealed the substance could be scraped off and collected in small piles on the catheter trifurcation. The sample was shipped to a bd site at vernon hills, il for material identification via ftir but was misplaced following receipt at that site. Subsequent efforts to locate the sample had failed. It was known from the visual and physical attributes of the substance that the material did not contain features consistent with microbial or biological growth. No growth medium appeared to exist on the sample, and the substance lacked the color and shape of microbial growth patterns. The exact identity and cause for this substance was ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the customer detects fungus in powerpicc trays. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the customer detects fungus in powerpicc trays. No other information was provided.